Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 60 mg/dl and 34 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with glucose tabs. Customer will not return device for analysis.